Manufacturer narrative:
The full patient identifier is (B)(6). The exact number of patients involved was not provided. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. On 12jul2022, a beckman coulter fse (field service engineer) was dispatched to the customer site for wash pump motion failures. The fse replaced the fluidics manifold, wash pump assembly, and wash valve rotor. After completing repairs, the fse reported a passing system check was obtained. The fse verified the system performance with system check, high sensitivity system check, and precision studies. Although the fse indicated the laboratory ambient temperature was warm on 13jul2022, there is insufficient evidence to confirm use error was the cause of this event. The customer did not acknowledge the laboratory was warm on (B)(6) 2022 when the event occurred. After completing service repairs, the customer reported they attempted to recalibrate the hstni assay and low quality control recovery was observed. Per communication with the originator, the customer would contact beckman coulter if additional assistance was needed after further recalibration. No additional reports of hstni assay performance concerns on the access 2 serial number (B)(4) was reported. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. The fse (field service engineer) replaced the fluidics manifold, wash pump assembly, and wash valve rotor to resolve the issue.

Event description:
On (B)(6) 2022 the customer reported multiple non-reproducible elevated troponin I (access high sensitivity troponin I) results had been generated on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). The customer reported that several elevated samples were repeated at an alternate site for verification. No further information was provided. No data was provided. The customer reported an unspecified number of patients received treatment for either acute coronary syndrome or had an angiogram performed due to the falsely elevated troponin results. The customer was unable to confirm the number of patients with change in treatment in connection with the event to date. On 12jul2022, a beckman coulter fse (field service engineer) was dispatched to the customer site for wash pump motion failures. The fse replaced the fluidics manifold, wash pump assembly, and wash valve rotor. After completing repairs, the fse reported a passing system check was obtained. On 13jul2022, the fse returned to the customer site and indicated the laboratory ambient temperature was warm on 13jul2022. The fse verified the system performance with system check, high sensitivity system check, and precision studies. Customer did not report sample integrity issues. Sample collection information such as sample type and volume drawn, centrifugation time and speed, sample handling or processing were not provided.